Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted:(B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exit block. The right atrial (ra) and right ventricular (rv) leads exhibited high thresholds. The rv lead also exhibited no capture. The ra and rv leads were explanted and replaced. No further patient complications have been reported as a result of this event.